Manufacturer narrative:
The user reported discrepancies between bg and sg readings during within 10 days of insertion. The user was informed that this is normal behavior after being recently inserted, and was educated on the factors that can cause differences in the readings. The user was also informed that if the discrepancy becomes a trend even after following all instructions, he was encouraged to call back. The case was escalated where a sensor replacement was approved due to system performance. The user refused the re-insertion and stated that they wanted to wait 10 days since they were seeing improvement in the readings accuracy. The case was re-escalated and a callback was scheduled. Support advised that the sensor should be replaced, as the system was not performing as expected, and accuracy could not be guaranteed. The user again declined the sensor replacement, and stated that he's been calibrating and the system appeared to be more accurate. The user also stated that he will continue using the system and calibrating when prompted to. Dms shows usage of the system and information up to date.

Event description:
On december 22 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported. This MDR is submitted retrospectively following an internal review.